Event description:
It was reported that during a pancreatoduodenectomy procedure, one of the inside staples was unformed at the first firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.